Event description:
It was reported the patient was feeling a weak stimulation sensation, and her programmer was showing a low battery flag. Follow up identified the patient was working closely with her physician to resolve the issue. It was reported surgical intervention was a possible next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.